Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was 200 - 250 mg/dl. Customer reverted to an alternative method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.